Event description:
The customer reported that the display on their device was blank and would not function. After an evaluation by physio-control, it was observed that the device was showing an all white screen and was locking up. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the system controller and user interface pcb assemblies and then observed proper device operation through functional and performance testing. The device was then returned to the customer for use. The removed pcb assemblies were further evaluated and the cause of the reported failure was determined to be a failure of an integrated circuit chip, designator u2 from the user interface pcb assembly.